Event description:
A patient capillary sample was tested, using the suspect device, with a result of 62 mg/dl. Two minutes later, an additional venous sample was reportedly obtained from the same patient, and when tested in the facility's lab, measured 200 mg/dl. Reporter indicated that paitnet was not treated based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.